Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The internal inspection also found the screws missing for the backplane assembly bracket. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred in fill 1 of 6 during their pd treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. After the alarm occurred, the patient was unable to continue their treatment on the cycler. When the cycler door was opened to remove the cassette, fluid was observed leaking out. Upon informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was subsequently issued to the patient. No visible damage was identified on the cassette when it was removed from the cycler. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient was able to perform (manual) continuous ambulatory pd (capd) therapy in the absence of the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Immediately following the event, the patient contacted their pdrn and notified them of what had transpired. The patient was asked to report to the clinic as soon as possible so they could receive a one-time dose of prophylactic antibiotics. Upon arriving to the pd clinic, the pdrn had prepared for the patient a manual solution bag containing antibiotics (type and dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries to report. Additionally, at the time of follow-up it was confirmed that the patient¿s effluent had remained clear. The patient confirmed receiving their replacement cycler and reported that the old cycler was picked up and returned to the manufacturer for evaluation. The patient was continuing pd therapy on the replacement with no further issues. The cycler set was reportedly retained and brought to the patient¿s pd clinic as requested by the pdrn. The pdrn was asked to hold onto the cycler set once received. The lot number for the cycler set could not be provided as the packaging was reportedly discarded.